Event description:
It was reported that the monitor on the 9800 sys flickers and flashes during exposure prior to a case. The 9800 sys had to be removed, and the procedure was completed with another sys. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The screen was cleaned and obstructions were removed from monitor area during the svc call. The sys was tested and found to be working as intended and put back into svc.